Event description:
It was reported, that on (B)(6) 2014 a znn cmn lag screw 10.5x95 was implanted in the femur. It also was reported, that during insertion of the 10.5mm lag screw the slots in the lag screw, which interlocks with the lag screw inserter, broke. Since the slots broke, it was neither possible to insert nor withdraw the lag screw. The lag screw retaining shaft cannot be used to advance the lag screw or withdraw since turning the lag screw retaining shaft will uncouple it from the base of the lag screw. The surgery was extended for 10 minutes.

Manufacturer narrative:
The manufacturer did not receive the device for review as the patient has not been revised. X-ray was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).